Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was intermittently unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
Malfunction was verified. Touchscreen issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.